Event description:
It was learned the bioprosthetic valve was also explanted due to valve dehiscence. Per medical records, echo demonstrated dehiscence of prosthetic aortic valve and suspected vegetations. Blood cultures remained negative. The patient underwent redo avr and repair of left ventricular to left atrial fistula with re-suspension of mitral valve annulus. On post-operative day one (1), a permanent pacemaker was implanted as the patient exhibited complete heart block. Postoperatively, the patient's course was complicated by increased diuretic for pleural effusions, nocturnal bipap, and post-op a-fib. The patient was discharged to a rehabilitation facility on post-operative day 32 in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: added information to b5, b7, f10, h6. The clinical observation was confirmed. The cause cannot conclusively be determined; however, patient factors likely impacted the event. Corrected data: corrected method code for device to 4115.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4); calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying the device will not be returned to edwards for evaluation as it was discarded at the hospital. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Multiple requests for additional information regarding this event have been performed; however, no additional details have been provided at this time. Based on the available information, the root cause of the event cannot be determined, however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported through (B)(6) registry, a patient originally implanted with a 29mm for 4 years 8 months, underwent an explant procedure due to calcification and degeneration. The patient received a replacement 29mm aortic valve. The current patient status is unknown.

Event description:
Additional medical records received indicated the patient had the 29mm valve explanted due to endocarditis, valve dehiscence, abscess in left ventricle under left coronary sinus, large vegetations on leaflets, thickening of the cusps, aortic tissue tough as well as leathery, and chronic aorta ventricular disruption (most likely occurred at time of previous aortic valve replacement). The patient also exhibited severe destruction of the fibrous cusp of the heart, under the left coronary sinus. The patient received a replacement 29mm aortic valve.

Manufacturer narrative:
Through medical records the clinical observation was confirmed. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. Based on this information, it has been determined the endocarditis was due to patient related factors. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.